Event description:
The customer contact reported the rate independently changed. The pump was programmed to deliver dobutrex (250mg/250ml) at an unspecified rate. No specific programming parameters were provided. After the control knob was turned to the run position, the nurse noted that the rate increased to an unspecified unintended rate. The nurse immediately stopped the infusion, and attempted to reprogram the ratte several times with the same results. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the rate changed from an unspecified programmed rate, to a rate of 100ml/hr when the control knob was turned to the run position. Though requested, no additional information was provided.